Manufacturer narrative:
Event summary: upon visual inspection of catheter 2af283 / 06376, results showed the push button luer was broken. In conclusion, the reported broken luer issue has been confirmed through testing. The catheter failed the inspection due to broken push button luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer on the balloon catheter broke. The catheter was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.